Event description:
It was reported that the customer was receiving compromised force sensor system alarms when he was trying to fill the reservoir. The customer's blood glucose was 106 mg/dl. Troubleshooting was done. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.